Event description:
Boston scientific received information that during a radiofrequency (rf) ablation procedure for the pacemaker dependent patient, the physician programmed the device to an asynchronous mode however pacing inhibition still occurred. Boston scientific technical services (ts) was consulted and discussed defibrillator detection circuit operation. This occurs when rf is close to the lead or device and detects enough current coming up the leads to possibly damage circuitry. Ts discussed that in this circumstance the physician should consider external pacing, lower energy or position the rf away from the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.